Manufacturer narrative:
Failure analysis confirmed that the insulin pump received with a motor error alarm during rewind due to motor encoder out of phase. The insulin pump was received with cracked display window corner, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer sated the motor error occurred during rewind. It was stated the customer had multiple motor error alarms in the history. It is unknown if the insulin pump will be returned for analysis.